Manufacturer narrative:
All buttons functioned properly, however moisture damage was noted on keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 324 mg/dl. Customer stated that she had changed the battery earlier today but then received a button error alarm 40 minutes later. Customer bolused with the pump and feels okay. Customer was advised that she is high due to the button error and possibly the coffee. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.